Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The father of the customer reported that insulin was squirting out during the manual prime process. Troubleshooting was done. It was reported that the transfer guard on the reservoir may be loose and does not appear to lock correctly and also appears more oval shaped than circular. It was reported that an infusion set change resolved the issue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoir. Performed pre-fill reservoir test per specifications. Reservoir passed per specification not occluded anomalies found during analysis. But, inspected snap-cap and failed per specifications due to found too loose to connect/release properly.